Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pumphead door. To correct the condition, the pumphead door was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During the initial inspection and recertification at baxter (B)(4), it was discovered that a flogard pump had physical damage on the pumphead door. This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.